Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that shield failure occurred during use with a d vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "it was reported that customer complains of the shield becoming disengaged. The eclipse protective shield became disengaged while the phlebotomist attempted to cover the needle following venipuncture."

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. After further clarification from the customer, they could not confirm the batch number even though one had been provided, therefore the investigation performed no longer applies and this complaint will be closed as unknown.this complaint will be updated if the incident lot number is received. H3 other text : see section h.10.

Event description:
It was reported that shield failure occurred during use with a d vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "it was reported that customer complains of the shield becoming disengaged. The eclipse protective shield became disengaged while the phlebotomist attempted to cover the needle following venipuncture."